Event description:
The pt reported experiencing elevated blood glucose of 18-19 mmol/l (324-342 mg/dl). She bolused through the infusion device but her blood glucose did not decrease. She injected insulin via syringe. She stated that she disconnected from the infusion site and primed the infusion tubing and it took much longer for insulin to drip from the tubing than normal. On (B)(6)2010, she switched to another box of infusion sets and her blood glucose decreased. At 1:30am on (B)(6)2010, she was found unconscious by her partner. Actions taken by the pt's partner were not provided. The pt believes she had not been properly receiving insulin with the infusion sets and by changing the infusion set her body reacted to receiving insulin again. No further info is available. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.